Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump was shutting off on its own.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states the pump was shutting off on its own but was not able to provide any error message. The unit was triaged and the reported issue could not be confirmed at this time. A root cause could not be determined. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.